Event description:
It was reported to philips that image disk failure; insufficient alerts to proceed on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
No solution provided; case closed due to insufficient alerts. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).